Event description:
The user received a questionable ion selective electrode (ise) sodium result for one patient sample. The initial result was 120 mmol/l and was reported outside the laboratory. The repeat result was 134 mmol/l. The patient was not treated based on the initial result. The lot number of the sodium electrode was not provided. The field service representative was not able to reproduce the problem. He checked the operation of all mechanisms and the fluidic systems. To verify the analyzer operation, he ran performance checks with acceptable results and the user ran precision testing with acceptable results.